Event description:
Customer reported that an insufficient volume was added to wells e9 and f9 when running ortho hbc elisa using ortho summit. No error message was generated. An fse was dispatched and he was unable to duplicate the occurrence. #9 collet, compression spring, sleeve and plunger clamp were replaced as a precaution. Diagnostic checks were performed to verify that the instrument was operating properly. No death or serious injury was associated with this incident.